Manufacturer narrative:
The reported event stated that "the catheters began to intermittently disappear from the screen until they no longer appeared at all.¿ the results of the investigation are inconclusive since the device was not returned for analysis. Device logs and/or case studies were requested but were not available for review. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot/serial number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
During typical atrial flutter procedure using advisor hd grid in voxel mode, the catheters began to intermittently disappear from the screen until they no longer appeared at all resulting in a delay. The extensions were changed, the amplifier was restarted, and the catheters were switched to different channels, but they still did not appear. The mode was switched to navx, but the catheters continued to be absent from the screen. The case was restarted; however, when attempting to resume it, the system did not allow it because a message appeared on the screen stating that the patches had already exceeded the time limit to resume the procedure, even though the patch validation had been performed less than two hours earlier. It was attempted to resume under a new case, but it was not possible because the same message appeared on the screen. The patches were replaced, and since patches had already been validated with the hd grid mapping catheter and the tactiflex ablation catheter, both catheters had to be replaced because the system did not allow a new validation. The procedure was successfully completed with no patient consequences.